Event description:
Customer reported a compact plus blood glucose result of 194 mg/dl at noon on (B)(6) 2014. He said his normal range is from about 70 to 140 mg/dl. He said he increased the dosage of his insulin pump based on the result, but he could not recall and did not write down the amount of the adjustment. Customer said he had no symptoms when he lay down for a nap at 12:30 in the afternoon. He said he then slept, and when his wife tried to wake him later, she could not. She called 911, and emts arrived and apparently gave him glucagon, although he was not sure of the treatment. He was not taken to the hospital. He estimated he was asleep and/or unconscious 2-3 hours. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.